Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: during procedure reelx anchoring fins breaks where the sutures are going, when the sutures was being traced and they were to be impacted, they break. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) improper loading of sutures or 2) use of larger than #2 sutures. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.